Manufacturer narrative:
A certain gold-tite hexed screw (iunihg) was received. Visual inspection of the returned products identified general signs of usage around the screw threads and the abutment. Therefore, based on the evaluation, the reported event and device malfunction could not be verified. Review of the DHR for iunihg did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
Iunihg - screw loosening (credit lot#: 8428095-1).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown/not provided. Patient sex unknown/not provided. Weight unknown/not provided. Lot number unknown/not provided. Last name unknown/not provided.

Event description:
Customer reported that the iunihg abutment screw loosened and the abutment with crown came out.